Manufacturer narrative:
The explanted valve was returned to our facility and analyzed following our quality control procedure. The valve was returned in sterile water, as recommended by our IFU. Visual examination : no deposits to inside of the components, a piece of catheter is sutured on the siphon x connector. Marks are present on the body of the valve. Functional control : the ability of the valve tp perform as intended was tested. Circulation of air and alcohol remains possible and the ball is not stuck on its seat; it confirms that there is no obstruction. After cleaning of the valve, the programmation is possible, the rotation est is compliant. In conclusion, according to our functional tests, the valve meets its specifications. The issue faced by the used could not reproduced under laboratory control.

Event description:
The users informs us that the patient has been implanted with an adjustable valve in the skull region. When the valve was adjusted, the user noticed that the valve was not draining the csf. Before the valve was explanted, the surgeon observed the distal tip of the peritoneal catheter, and there was no drainage. The valve has been explanted and replaced.

Event description:
The users informs us that the patient has been implanted with an adjustable valve in the skull region. When the valve was adjusted, the user noticed that the valve was not draining the csf. Before the valve was explanted, the surgeon observed the distal tip of the peritoneal catheter, and there was no drainage.  The valve has been explanted and replaced.